Event description:
It was reported that this left ventricular (rv) lead was explanted due to diaphragmatic stimulation. Another rv lead of a different model was successfully placed. No additional adverse patient effects were reported. As of today, this lead has not been received for further investigation.